Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Insulin pump received with severely scratched display window, broken reservoir tube lip and missing o-ring.

Event description:
Customer reported that she has a broken insulin pump. Blood glucose value is 151 mg/dl. Customer does not recall how the damage occurred. Nothing further reported.